Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter would not turn on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that the alleged power issue began on an unspecified day between 11:00am and 12:00pm, about 2 weeks prior to contacting lifescan. During the follow-up call, the patient stated he tests his blood glucose four times a day. The patient manages his diabetes with insulin (levemir 40 units at bedtime: novolog 5-7 units four times a day self-adjusted based on blood glucose readings) and an oral medication for diabetes (unknown type, twice a day). The patient denied making any changes to his usual diabetes management regimen in response to the alleged meter issue. During the follow-up call, the patient informed the mss that he had to guess the dose of insulin to administer as he was unable to obtain any blood glucose readings on the subject meter. During the initial call, the patient reported developing symptoms of ¿urine has strong odor, going to the bathroom more frequently, hot constantly¿ three days after the alleged meter issue began. During the follow-up call, the patient further described his symptoms as ¿sweats, stomach discomfort and urinating more frequently¿ and informed the mss that he associated the symptoms with either a high or low blood glucose excursion; he could not tell which. The patient denied receiving any medical treatment in response to the symptoms and claimed that no other blood glucose tests were performed on any other device. At the time of troubleshooting, the customer service representative (csr) determined there was misuse of the product as the subject meter had been dropped in water. Replacement product was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported failure. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use.